Event description:
It was reported that pump battery life had deteriorated, requiring more frequent charging, and that pump repeatedly displayed no insulin loaded after new cartridges were installed, forcing multiple restarts and causing delays and interruptions to insulin management. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and no additional information was received regarding any other corrective actions or outcomes.